Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported tip separation was confirmed. The reported failure to advance and difficulty to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire encountered resistance with challenging anatomical conditions during advancement, causing the failure to advance. Further manipulation against resistance likely caused the tip to kink and the difficulty to remove during retraction ultimately resulting in the core and coil separation and noted stretched coils. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. Additionally, the reported foreign body in the patient appears to be related to the operational context of the procedure as the separated tip remains in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the anterior descending artery. The ht infiltrac guide wire failed to cross due to resistance with the anatomy. The guide wire was being removed; however, resistance with the anatomy was felt and the tip separated. The separated tip remains in the patient, but it is expected to be removed during a second planned catherization procedure at a later date. No additional information was provided.